Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the insulin p[ump stopped giving her insulin with an error message and she ended up in the emergency room having a high blood glucose. The customer did not provide details regarding symptoms or treatment of their high blood glucose episodes. The product was not returned for analysis.